Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that package peel off was found before use with a 14g x 1.75in (2.1 x 45 mm) insyte autoguard. The following information was provided by the initial reporter, "the catheter packaging began to peel off for no reason, thereby breaking their sterility. She indicates that the area where they are stored a place free of moisture and are protected individually according to each caliber." 9 occurrences were reported.

Event description:
It was reported that package peel off was found before use with a 14g x 1.75in (2.1 x 45 mm) insyte autoguard. The following information was provided by the initial reporter, "the catheter packaging began to peel off for no reason, thereby breaking their sterility. She indicates that the area where they are stored a place free of moisture and are protected individually according to each caliber." 9 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs provided. Bd received four photographs all displaying the blister pak partially opened. Although the actual sample was not submitted for evaluation, there was enough evidence to confirm and support a manufacturing material related issue for the reported defect. A device history record review was performed on this lot number. A corrective action project, CAPA#(B)(4), was implemented to address the issue of inadequate sealing of packages.